Event description:
Steris has made multiple attempts to follow up on the employee's status, however the employee has since left the user facility to pursue a different occupation.

Event description:
The user facility reported that an employee was unloading a transfer carriage from a sterilizer and the right wheel caster fell off. The employee attempted to keep the cart upright and hurt her shoulder. The employee went to the emergency room where she was diagnosed with a sprained shoulder. The user facility reported the employee is scheduled to return to work the week (B)(6). No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris service technician went onsite and found that the transfer carriage subject of the reported event had loose wheel casters. The technician also inspected the other transfer carriages at the user facility and found that one other carriage had loose casters. The technician replaced the casters and returned the transfer carriages to service. No further issues have been reported. The operator manual states (pp.3-1), "do not attempt to lift a loading car without assistance". The transfer carriage subject of the reported event is not under steris maintenance contract and is serviced and maintained by the user facility. The operator manual states (pp. 4-2), "disassemble wheel assembly. Remove wheels from axels, washers from wheel ends, and bearings from inside wheels". The operator manual further states (pp. 4-2), "to avoid equipment failure restore all bearings during lubrication and repacking". Steris has scheduled in-service training regarding proper equipment use and maintenance for (B)(6).